Manufacturer narrative:
Additional information was received indicating a dft was successfully completed with a 31 joule shock. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The shocking vector was reprogrammed to distal coil to can and defibrillation threshold (dft) tests were scheduled. Should additional information become available this report will be updated.